Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01689. It was reported the patient is not receiving effective stimulation. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that surgical intervention was undertaken on (B)(6) 2020 wherein one lead was repositioned. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that x-rays were taken and confirmed lead migration for one of the leads. It is unknown which lead had migrated, therefore both leads are being reported.